Event description:
It was reported to the biomedical engineer that the epg (external pulse generator) was pacing inappropriately/double pacing. No further details were available. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event, the device passed all functional testing. It was noted that one side bail cover was broken.